Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead was explanted with less than two years of being implanted. There is reasonable evidence suggesting that there was a lead malfunction which made necessary the surgical procedure. The right ventricular lead was also explanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: h6 evaluation method codes. Additional information was received from the sales representative. The b5: describe event or problem field was updated. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted with less than two years of being implanted. There is reasonable evidence suggesting that there was a lead malfunction which made necessary the surgical procedure. The right ventricular lead was also explanted at the same surgical intervention. The sales representative was consulted on the cause for the ra lead explant procedure and mentioned she was not completely sure of the reason but mentioned that the physician could have wanted to be cautious and explanted this lead as well. No additional adverse patient effects were reported.